Event description:
It was reported that the customer experienced a shadow on the display screen. The customer's blood glucose was 256 mg/dl. Troubleshooting was done. The customer stated that the issue occurred after placing the battery in the insulin pump. The customer was unaware of how the damage exactly occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a black shadow on the display due to a warped and uneven printed circuit board on the lcd board. The insulin pump was monitored and had no missing segments noted. The insulin pump had a minor scratched display window.